Event description:
The customer reported the angulation of the subject device was loose. The issue was discovered when preparing the device for use, prior to a procedure. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material stuck in the suction cylinder that could not be removed. It was noted that the clog occurred during the previous procedure. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During the inspection and testing, service confirmed the customer¿s reported angulation issue, and found the play of the up/down knob was out of specification due to wear of the angle wire. In addition, the angulation in the up direction was out of specification due to wear of the angle wire. It was also found that the condition of the light guide bundle was poor. The rubber adhesive was broken, and the adhesive around the light guide lens and the objective lens was worn. The objective lens was scratched. There was corrosion observed at the electrical connector due to a leak. The scope cover was deformed, and the insulation resistance was out of specification due to the distal end cover missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that leakage occurred during user handling of the subject device and material inside the device came out. The root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the suction function.¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ olympus will continue to monitor field performance for this device.